Manufacturer narrative:
Investigation summary: it was reported syringes are contaminated. To aid in the investigation, two sample were received for evaluation by our quality team. The samples returned are syringe barrels with no packaging blisters. A visual inspection was performed with 10x magnification, and both barrels have a speck of embedded degraded resin. One speck is 1/64" in size and the other speck is 1/16". No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302832, lots 2332101 and 2278500. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe had foreign matter embedded inside it. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer was contacted by the pharmacy in their facility and reported they have contaminated syringes. Where was the foreign matter located? In the fluid path or inside / outside of the packaging? Within the plastic of the syringe can you identify the foreign matter? No. What did the foreign matter look like? (Color / size, liquid like or powder like) one looks like black ink. One looks like corrugated cardboard. Is the foreign matter able to be removed or is it embedded in the plastic? Embedded in the plastic".